Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex blue line ultra suctionaid tracheostomy tube cuff deflated after 4 days of use. A scheduled cuff check was conducted and 1 hour later the cuff pressure had dropped to zero. It is unknown if a leak check was performed prior to use. The tube was changed to a new one. No patient injury was reported.

Manufacturer narrative:
One used portex® 8.0mm blue line ultra® suctionaid tracheostomy tube was returned for investigation. The device was received without its original packaging. Visual inspection of the device was conducted at a distance of 12" to 24" and under normal conditions of illumination; no discrepancies were found. During functional testing, a syringe was used to inflate the device cuff and pilot balloon and the device was left to rest for one hour. No leaks were detected during the test. Investigation found that the device operated as intended and no fault was found. (B)(4).